Manufacturer narrative:
Our records indicate that this lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received formation, via a latitude red alert, that this right ventricular (rv) lead exhibited high shocking impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the physician was notified of the high shock impedance and will monitor the patient with weekly latitude transmissions for now.